Manufacturer narrative:
The case description states that several unexpected boluses were delivered: 30u at 9:20pm, 30u at 9:44pm, 30u at 10:06pm, 30u at 11:54pm, and 20u at 3:56am. Inspection of the android log files confirmed the reported boluses were delivered on the date of occurrence and at the reported times. Inspection of the engineering log files for the reported boluses showed evidence of interaction with the controller in order to start the bolus calculator, program the boluses, confirm the bolus amounts, and begin insulin delivery. No evidence of an uncommanded bolus was observed in the logs. Physical testing of the returned controller found no issues that would result in an uncommanded bolus.

Event description:
Customer reports the omnipod 5 controller gave unexpected boluses without them administering the bolus'.